Manufacturer narrative:
Conclusion: investigation results indicated that there are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, the patient's physician that this ring was explanted and replaced with a bioprosthetic valve due to a fixed posterior leaflet. The physician also reported there were no allegations against the ring.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic valve. No failure mechanism and no adverse patient effects were reported.